Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, did not see error again after reset, waited advised time before starting new sensor session, and successfully restarted cgm session with no further issues reported.